Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5178946. Brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7071353.

Event description:
It was reported that the patient experienced inadequate stimulation from the spinal cord stimulator (scs) system, reprogramming was performed however it did not resolve the lack of pain relief. The patient underwent a revision procedure in which the implantable pulse generator (ipg) and leads were explanted and replaced with new devices. The patient is doing well post operatively. The devices will not be returned for analysis as they were disposed of by the facility.